Manufacturer narrative:
Additional information: lot #, catalog#, expiration date, UDI, manufacture date. Investigation-summary: a review of the complaint history, the device history record, instructions for use, specifications, and quality control, was performed. Visual inspection and functional testing of the returned device was also conducted. One ncircle tipless stone extractor (lot 8029811) was returned for evaluation. The device was returned mangled with the basket sheath wrapped around the handle 9 times. The handle was returned in open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) was tight. A visual examination noted the support sheath was partially separated/severed 1 mm from the mlla. The support sheath was bowed. A functional test noted the handle did not actuate the basket formation. The wires in the basket formation were secure. The damage to the support sheath prevented the device from functioning correctly. The complaint was confirmed. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances related to this failure mode were identified. A thorough review of complaint history search revealed that this is the only recorded complaint associated with this lot number. Based on the provided information and the investigation evaluation a definitive root cause for the reported issue could not be determined. Measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported during a procedure, the ncircle tipless stone extractor broke. There was no further information provided. Additional patient, event and device information has been requested. At the time of this report, no further information has been received.